Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the pole clamp was broken. Device evaluation identified an lcd display malfunction and a led back up light failure. The lcd display and led back up light were replaced. The circuit boards were inspected, the device was calibrated and then tested on a simulator. Testing of the alarm, battery, connectors, display, force, keypad, patient side occlusion, plunger position, rate accuracy, screw covers, self test/power, and upstream occlusion were performed and passed. The root cause for the reported event was determined an lcd malfunction. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device had a flash memory post. There was no report of patient harm. It is unknown if there was patient involvement.